Event description:
It was reported that an alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting, therefore no additional information was obtained.